Event description:
Reference number (B)(4). Event occurred in the united states it was reported by the patient's infusion set fell off during use. The issue occurred with three similar types of infusion sets used for two hours for first, ten hours for second and one hour for third. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.